Manufacturer narrative:
Correction to h4 the manufacturing date is 11june2019. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that injection tubing or a silicone rubber product was damaged and debris entered the air/water channel, clogging the nozzle. The black rubber like material did not originate from the olympus device. The root cause of why the foreign material was present could not be determined. The following is included in the instructions for use (IFU) and may have helped detect or prevent the foreign material clogging the air/water channel: "inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for inspection and the customer¿s allegation was confirmed. The air/water channel was obstructed. There was a leaking scope cover, broken scope body, obstructed nozzle on the insertion tube, cracked light guide cover lens, a deformed distal end cap side cover, deformed bending tube and a damaged connecting tube. There was peeling paint on the air/water and suction cylinders. The device failed the inspection for stiffness (stiffness insufficient), angulation (angulation insufficient) and image/light transmission (pixel failure). The switch box unit was also scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the air/water channel on the evis exera iii colonovideoscope was defective. During the inspection of the returned device, the air/water channel and nozzle was obstructed, which was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information was obtained from the customer. The event did not lead to contamination of a patient or user. The event occurred during a colonoscopy. The procedure was completed with a different device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is obtained.